Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results- there are no previous complaints of this code batch; there are no units in our stock. We have received an open sample (used) with a detached needle inside the pack (thread is not available). There are rests of blood in the pack. However, without closed samples a proper analysis cannot be performed. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfill usp/european pharmacopoeia (ep) and b. Braun surgical requirements. Needle attachment results before releasing the product were (B)(4) in average and (B)(4) in minimum and fulfilled ep requirements. Final conclusion- in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Event description:
It was reported that there was an issue with a suture pack prior to use. When the pack was opened, needle detachment from the suture was found. The other 7 suture packs did not have this malfunction. Additional information is not available.